Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes did not spin down, leaving the gel at the bottom of the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.